Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a f/u report detailing the results of the eval once it is completed.

Event description:
A report was received that stated that a pt received insufficient local anesthesia when the listed medical device was used. It was necessary to place pt under general anesthesia during the procedure. No adverse effects to pt reported.